Manufacturer narrative:
Continuation of d10: product ID: 37602, serial# (B)(6), implanted: (B)(6) 2024, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that it was decided to proceed with revision/replacement of right lead, extension and implantable neurostimulator (ins). Date is to be determined.

Manufacturer narrative:
Continuation of d10: product ID 37602 serial# (B)(6) implanted: (B)(6) 2024 product type implantable neurostimulator; product ID neu_unknown_lead serial# unknown product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the deep brain stimulation implantable pulse generator (ipg), pain was indicated by the patient, a lead was coming up as unknown during registration, and monopolar impedance readings were outside the normal range (2600-4700 ohms), while bipolar readings were within range. The caller reported these issues while reading the implantable neurostimulator prior to magnetic resonance imaging and noted the registration issue with the left gpi lead. X-ray imaging was requested to evaluate the device and lead position/status. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 37602, serial# (B)(6), implanted: (B)(6) 2024, product type: implantable neurostimulator. Product ID neu_unknown_lead, serial# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Manufacturing representative (rep) reported that the cause of the high impedances was unknown. Rep reported that healthcare provider interrogated the device and got error "3389".